Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 510 mg/dl due to the issue. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Technical support provided information on resetting the pump and assisted the customer in completing the reset. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.